Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant of the right ventricular (rv) lead, there was threshold threshold and small r waves. X-ray of thelead shows likely micro-dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that post implant of the right ventricular (rv) lead, there was an increased threshold. X-ray of the lead shows likely micro-dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4): 5076 implantable pacing lead implanted: 2007-(B)(6), 305c29 tissue valve implanted: 2007-(B)(6). (B)(4).